Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be completely deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned without the bands attached. The handle had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, it was seen that the ligator housing returned without any of the bands, indicating that all the bands were deployed during the procedure. It is possible that the bands could not be deployed depending on the technique used by the physician; however, there were no damages noted on the device that led to any problem of the device. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be completely deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.